Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that programmer's cursor was misaligned from the finger touch and there was erratic movement observed when the finger went across the screen, the programmer failed the touch screen debug procedure and there was unexpected/poor response to finger touch observed during operator interaction with touch screen. It was noted that the power cord bay door, both lower hinge bullet covers, one upper hinge bullet cover and the company logo button were all missing, the media bay door and both keyboard cover slide rails were damaged, the right keyboard hinge was broken, the keyboard latch was cracked. It was further noted that the electrocardiogram (ECG) connector on the link electronic module (lem) was loose and the programmer failed the incoming functional testing related to the lem board. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor was misaligned from the finger touch after the software was updated. It was noted that there was erratic movement observed when the finger went across the screen. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.